Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted. Performed the manual prime, and saw fluid flow through the infusion set and out the catheter tip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The husband states the pump alarmed for no delivery alarm. The customer's blood glucose level was unknown. Troubleshoot as conducted. The customer states the alarm was resolved by reservoir change. The customer was advised the reservoir would be replaced and returned for analysis.